Manufacturer narrative:
The device was evaluated at the bench, and the technician determined the da pcba, solenoid 1, and solenoid 2 should be replaced. Following the evaluation of the device, the technician replaced the da pcba, solenoid 1, and solenoid 2 to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause at the component level can not be determined at this time. A supplemental report will be submitted if parts are received, and a root cause analysis at the component level will be performed.

Event description:
It was reported to philips that the device gave proximal pressure sensor autozero failed code 110b. This event was reported to have occurred during clinical use of the device. There was no patient harm reported. The customer spoke with a philips remote service engineer, but the customer is unable to troubleshoot the unit. The customer requested to have the device returned for bench repair.